Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep) reporting that the rep adjusted the adaptive stimulation for the patient and re-educated them about it as well to determine if the cause for the increase in stimulation was due to the adaptive stimulation. It was reported that the patient was good at this point. The rep had no information regarding the patient¿s weight. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with a neurostimulator for the treatment of spinal pain. It was reported that their neurostimulator (ins) was implanted (B)(6) 2018, and about a week after implant they noted that if they laughed or moved "it shoots itself up" from 4.3 to 6.4 v. They clarified that the stimulation would increase on its own, and the controller would be in another room when it happens. This issue occurred multiple times, but the first time they were alone and not moving with their knee on their bed. Per the patient it was painful and "torture" when it happens. They met with a manufacturer representative (rep) around (B)(6) 2018 and the rep thought they fixed the issue, but it was happening again. It was also noted that the patient had adaptive stimulation (as) turned off, and it was confirmed as was turned off on the only program available. The patient also reported that non-stop for 2 weeks after implant they felt nothing but vibration, though during their trial they didn't feel vibration and didn't know it would happen. Because of the vibration, the patient had pain, and would turn the ins off. "Suddenly they had vibration", and they were "going crazy" so they went in for a 2 week checkup and they were told "the vibration should have been turned off". Per the patient they fixed the vibration. On (B)(6) 2018 the rep reported they spoke with the patient and they were "all good". No further complications were reported or anticipated.